Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported a standard reference sensor failure occurred. The device was used for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to a patient as a result of this event.